Event description:
The customer reports during a two hour long endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope with a single use distal cover, the user noticed the distal cover was not on the scope. The user located the distal cover in the throat of the patient next to the intubation tube. The distal cover was retrieved, and it was noted to be cracked at the perforation line, and it was cut at the base where it goes over the locking portion of the scope. It was speculated that it appeared as though the elevator cut the cap. No further consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The distal cover cannot be returned for evaluation. The nurse discarded it in the sharps container. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.